Event description:
The evis lucera elite gastrointestinal videoscope was received at an olympus service center for evaluation with a report that there was a bite mark in the insertion section (80cm). The issue was found during preparation for use. There was no patient or user injury reported. During inspection and testing of the device, service found the endoscopic image was blurred. This report is being submitted for the malfunction [blurred image] found during the device evaluation.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: - damage to the charge coupled device (ccd) unit - damage or deformation of the connector - movable l-range sliding error that occurred in the zoom scope - blurred image occurred within the allowable range the event can be detected/prevented by following the instructions for use: operation manual: inspection of the endoscopic system. Operation manual: important information, please read before use. Warnings and cautions. During the device evaluation, it was found that the specified resolving power was not obtained due to damage to the charge coupled device (ccd) unit. Additionally, the light guide bundle was slipping down, and the objective lens was scratched causing a dark area in the image. The insulation resistance value did not meet specifications due to a pinhole leak in the connecting tube. The insulation resistance value at the distal end did not meet specifications due to a scratch on the camera cover (c-cover). The suction channel was out of specification due to damage to the instrument/suction channel tube (ch-tube). The ch-tube had a pinhole leak. The bending angle in the up direction did not meet specifications due to wear of the angle wire. The play of the up/down knob was out of specification due to wear of the angle wire. The connecting tube was dented, switch 1 had a pinhole leak, and the adhesive on the bending cover (a-rubber) was worn and cracked. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.